Event description:
Additional information was received from a health care provider (hcp). It was reported that troubleshooting included turning the implantable neurostimulator (ins) off. No information was provided regarding the cause of the reported issues.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v047808, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v032332, implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient fell on (B)(6) 2016. The patient fell again and hit their head on (B)(6) 2016 as a result of their first fall. Following the fall, the patient had a buildup of blood on the brain which caused swelling. The implantable neurostimulator (ins) was turned off since the patient was having surgery to drain fluid from their brain by the leads. A tube was placed in the patient's head to drain the fluid. Due to the swelling, the patient was afraid the leads may have moved. On (B)(6) 2016, stimulation was turned back on and they had a strong reaction. The patient's tremors when away, but their speech was slurred. Stimulation was only on for a couple of minutes until the ins was shut off. The patient's indication for use is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.